Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure in the basilic vein, the deployment system allegedly detached and the stent allegedly failed to deploy. There was no reported patient injury.

Event description:
It was reported that during a stent graft placement procedure in the basilic vein, the deployment system allegedly detached and the stent allegedly failed to deploy. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the delivery system was returned for evaluation and the covered stent was still loaded in the delivery system; the force transmitting proximal outer sheath was broken which indicates high tensile forces were experienced during deployment. It is considered the break of the distal brown catheter led to the eventual impossibility to deploy the stent which leads to confirmed results for break, and failure to deploy. An indication for a manufacturing related cause could not be found. Based on available information and the evaluation of the returned sample, the investigation is closed with confirmed results for break, and failure to deploy. A definite root cause for the reported event could not be established. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the IFU supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to deployment forces. Regarding correct deployment the IFU states: "maintain a stationary hold on the white stability sheath during covered stent deployment. Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath, relaxed and avoid tension." Based on the IFU, the material required are "0.035 inch (0.89 mm) guidewire of appropriate length to allow safe delivery of the covered stent and removal of the delivery system" and "introducer sheath with appropriate inner diameter and length". The packaging pictograms indicate a 9f introducer size. Regarding preparation the IFU states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated". H10: g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.